Manufacturer narrative:
MFR investigation is in process and details will be confirmed upon return and analysis of the device, at which time a follow up report will be sent.

Event description:
MFR's rep reported the pump serial number and the pump calibration constant on the label did not match when interrogated with the 8840 programmer. The pump was not implanted.